Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that when the nurse came to patient's home the morning after starting the pump, the morphine medication bag (that should have been administered in three days) was 3/4 empty. The patient seemed conscious but was sent to emergency. Treatment used for pain in oncology care. Naloxone prescribed after incident. No further adverse patient effects were reported.